Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned wet sample was visually inspected and there were no obvious defects observed that would have contributed to the reported event. A pressure leak test was then conducted on the cassette utilizing an external pressure source and no cassette leakage was detected. The cassette was not recognized by the console when attempting to calibrate the cassette due to damage on the identification tab (ID tab) on the pinch plate. A full evaluation was unable to be performed on the console due to damage on the external area of the cassette (ID tab). This damage would not have caused or contributed to the customer's experience. The root cause of the customer's complaint could not be conclusively determined. While no leakage was observed during the external leakage test, a full evaluation on the console could not be completed due to damage to the cassette, in returned condition. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that fluid leakage was found on cassette before surgery. The surgery was successfully completed after replacing the product with another one. There was no harm to the patient. The procedure details were unknown.